Event description:
A (B) (6) male pt with kidney disease, cerebrovascular disease, high blood pressure, aortic valve replacement, and alzheimer disease, underwent aaa repair on (B) (6) 2010. Although the pt's anatomical form was suitable for aaa repair, the proximal neck was short (15 mm) and inverted funnel below renal artery (24 mm->26 mm). There was slight calcification in the iliac landing zone. The procedure was conducted as prescribed. One main body and two iliac leg grafts were placed. Final angiography revealed a proximal type I endoleak (1820334-2010-00074) and distal type I endoleak from the left (contralateral) iliac leg. The physician performed add'l ballooning at both sites. Another MFR's stent was placed in the proximal site, and the proximal endoleak was resolved. Distal type I endoleak in the left iliac leg still remained after the ballooning, but the physician assumed it would be resolved after heparin neutralization, and finished the procedure.

Manufacturer narrative:
(B) (4). The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. The failure mode assigned to this case is endoleak. This failure mode was determined based on the provided event description. The correspondence indicates that the pt's anatomical form was not suitable for evar. The IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects, including the anatomical requirements. We will continue to monitor for similar complaints.